Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy; due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, bowel problems, dyspareunia, and bacteria in kidneys.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted additionally with bso, da vinci laparoscopic extensive lysis of adhesions, da vinci robotic laparoscopic appendectomy, laparoscopic lysis of perihepatic adhesions and peritoneal lavage.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy. The patient experienced pain, infection, bowel problems, dyspareunia and bacteria to kidneys. (B)(4).